Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Five days before this report was received, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (intraperitoneal, dose and frequency not reported) for peritonitis. Dianeal therapy was ongoing. The patient was discharged from the hospital four days after admission and discontinued antibiotic treatment 24 days after admission to the hospital. At the time of this report, the patient was recovered from the event. No additional information is available.